Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73k1800062 was manufactured on 10/08/2018 a total of 288 pieces. Lot was released on 10/11/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. This sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its tube disengaged from the trigger and the jaws locked. It was observed that a clip was loaded into the jaws and was closed over biological tissue. The returned sample appears used as there is biological material present on the device. The tube was manually pulled back to release the clip and the jaws. It was observed that the following clip was protruding from the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 13 clips remaining in the channel indicating that 2 clips were fired by the end user. It was also observed that the tube fillers were damaged, which allowed the tube to disengage from the trigger. A non-conformance has been opened to further investigate the clip stacking issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jammed during use" was confirmed based upon the sample received. One device was returned with its tube disengaged from the trigger and the jaws locked. It was observed that a clip was loaded into the jaws and was closed over biological tissue. The device was received with 13 clips remaining in the channel, indicating that 2 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clips jammed during the procedure.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review could not be conducted since the lot number was not provided.

Event description:
It was reported that the clips jammed during the procedure.